Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported a bloody fluid leak under the rockerbed and needle assembly of the lh780 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak was coming from the needle bellows during rinse due to back pressure in the waste line. Fse replaced the tubing on the needle, the bellows and valves 57 and 13. Fse also flushed the needle waste path. This resolved the issue and no further leaks were reported.